Event description:
It was reported through the litigation process that approximately one year, one month and four days post a port placement, the patient developed gram negative bacteremia which was identified as pantoea. Reportedly, the port was removed and new device was implanted. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year twenty-four days post a port placement, patient was admitted for gram negative bacteremia which was identified as pantoea. After ten days, the port was removed as there was a suspected port infection. Therefore, the investigation is confirmed for the reported bacteremia. The certificate of sterility certifies that the product has met all required acceptance criteria at the time of lot release, including sterilization and ethylene oxide residuals and has been accepted by bard quality assurance for distribution, and that the sterilization process was performed according to relevant standards. Lal/bioburden testing results state that results for both in representative lots were acceptable. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately one year, one month and four days post a port placement, the patient developed gram negative bacteremia which was identified as pantoea. Reportedly, the port was removed and new device was implanted. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year twenty-four days post a port placement, patient was admitted for gram negative bacteremia which was identified as pantoea. After ten days, the port was removed as there was a suspected port infection. Therefore, the investigation is confirmed for the reported bacteremia. The certificate of sterility certifies that the product has met all required acceptance criteria at the time of lot release, including sterilization and ethylene oxide residuals and has been accepted by bard quality assurance for distribution, and that the sterilization process was performed according to relevant standards. Lal/bioburden testing results state that results for both in representative lots were acceptable. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient was allegedly diagnosed with unspecified infection. The current status of the patient is unknown.